Event description:
The acetabular screw as the surgeon was inserting it, broke between head and shaft. The surgeon made the decision that since it was not proud and was completely encased in bone, not to completely remove the cup and potentially lose the press fit of it, and to have to trephine out the screw which would leave a large void behind the cup and instead place a new screw through a separate hole.